Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and found the battery to be faulty. The se replaced the battery and the ventilator is in working condition and has been returned to use.

Event description:
It was reported that the issue occurred during set up. There was no patient involvement.

Manufacturer narrative:
(B)(4). Covidien was not authorized to evaluate/service the device so the reported complaint could not be confirmed.

Event description:
It was reported that the e360 ventilator is not getting on. Patient involvement is not known.